Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a pericardial tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
After the pulmonary vein isolation procedure, a pericardial tamponade occurred, resulting in a pericardiocentesis and the patient going to the operating room. The procedure was completed with no issues, including an ultrasound being performed that showed no evidence of a pericardial effusion. The patient was stable and taken to the hospital ward. A couple of hours after the procedure the patient began to not feel well so another ultrasound was performed which revealed the pericardial tamponade. The patient was taken to the cardiac catheterization lab where approximately 300ml of blood was drained. A perforation could not be located precisely, so the patient was transferred to the operating room but remained stable, so no further intervention was required. There were no performance issues with any abbott device during procedure. The physician stated that the effusion was most likely a result of the ablation being performed.